Event description:
It was reported that the pt has been experiencing episodes of tachycardia and bradycardia since 2009. Four months later, the pt's settings were adjusted to alleviate the pt's symptoms. The physician feels that pt's episodes are related to his vns stimulation. Attempts for further info are in progress.